Manufacturer narrative:
The device manufacture date was documented as (B)(6) 2016 in the initial report. The device manufacture date has been updated to apr 04, 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device ran in the load position - failed safety assessment. Therefore, the reported condition was confirmed. It was determined that the locking components were damaged. It was determined that this issue was consistent with failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device failed safety assessment. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.